Manufacturer narrative:
Concomitant medical products: 100 ml hospira, ndc (B)(4), lot 95-110-jt, exp 1 nov 2020, 0.9% sodium chloride injection. Report source: effectiveness manager. The customer¿s report of occlusion was confirmed and replicated on both returned primary sets. No abnormalities were noted upon visual inspection. Functional testing observed that the fluid would not flow through the sets during priming. Microscopic inspection of the engagement between the check valve inlet port and the tubing (attached by pvc tubing p/n 660134) identified an obstruction caused by excessive solvent; which created the inability to prime the sets. The reported issue of inability to prime was identified as an occlusion at the engagement between the set¿s check valve p/n 630110 inlet port and tubing p/n 605962-000. The root cause for the occlusion was excessive solvent applied during the manufacturing process.

Event description:
It was reported that when the nurse attempted to prime two pcea sets with normal saline on the same patient in the pacu, an occlusion was noted on both lines. The patient developed increased pain and required an unspecified dose of IV dilaudid due to the occlusions and delay of therapy. The clinician obtained a 3rd pcea set which primed without difficulty.